Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instrument was found dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument had micro-cracks confined to 2cm of the instrument shaft. Distal end of the main tube exhibited a hairline crack in the axial direction. The reported complaint that the instrument scissor was dull does not itself constitute or meet the criteria of a reportable event. However, this complaint is being reported due cracks on the instrument main tube found during failure analysis investigation.